Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the programming for a magnetic resonance imaging (MRI), an alert was observed for shock impedance high out of range. This electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited additional shock impedance measurements of greater than 200 ohms, post shock therapy, which required multiple shock therapies to convert this patient. It was noted that this patient has a high body mass index and was in the hospital due to a non device related issue. Technical services (ts) recommended continuing to observe. This electrode remains in service. No adverse patient effects were reported.